Event description:
A malfunction was reported on the customer's pump. There was no information provided on whether the customer¿s blood glucose level exceeded 500 mg/dl, so it was unknown. The pump was replaced to resolve the issue, and the customer had no backup insulin therapy available, and stated they will reach out to their healthcare provider (hcp).